Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle while sewing the uterus. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/06/2020. A manufacturing record evaluation was performed for the finished device ph2341, and no non-conformances were identified. Additional h3 investigative summary: two photos were provided for analysis. Upon visual inspection of the pictures, one empty open foil, a detached needle and one used suture piece of product code vcp359, lot ph2341 could be observed. However, no conclusion could be reach as the sample was not returned for analysis.